Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez3870 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when flushing the catheter, liquid leaked. The catheter was removed and was found ruptured at the scale of 21 cm.

Event description:
It was reported that when flushing the catheter, liquid leaked. The catheter was removed and was found ruptured at the scale of 21 cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the cause is unknown. Two photographs of a powerpicc catheter shaft were returned for evaluation. A longitudinal split was seen in the tubing in both photographs. As only a section of the tubing was visible in the photograph, the exact location of the split could not be determined from the photograph but had reportedly occurred at the 21cm depth marker. The exact cause of the split could not be determined as microscopic observation, functional testing, dimensional analysis, and tactile evaluation could not be conducted without the physical sample. Possible contributing factors could include sharp instrument damage, damage from the internal stylet, or over-pressurization of the catheter.